Manufacturer narrative:
The insulin pump was received with currents in specification. No blank display was noted and the lcd board was normal. The insulin pump was also received with minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed button error. The customer was at prom dancing when the alarm occurred. Blood glucose value was 77 mg/dl. It was advised that the customer discontinue the use of the device and revert to a back a plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.